Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 429688 implantable pacing lead, implanted: (B)(6) 2013; d314trm implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had a possible left foot fracture from multiple episodes of syncope. The patient also had symptoms of ventricular fibrillation and heart block. There was intermittent capture at maximum output on the left ventricular (lv) lead. The lead was removed. It was also reported there was high threshold on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.